Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity has gone from 5.5 years to 2.5 years within a year. Boston scientific technical services requested data for review however, no data has been made available for review. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity has gone from 5.5 years to 2.5 years within a year. Boston scientific technical services requested data for review however, no data has been made available for review. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.